Event description:
The manufacturer's field service engineer reported that after implementing an fco, the unit would not charge the battery. There was no patient involvement.

Manufacturer narrative:
This is a duplicate of report # 2031642-2015-01323.

Event description:
The manufacturer's field service engineer reported that after implementing an fco, the unit would not charge the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4).